Manufacturer narrative:
The implant did not return for evaluation as it remains in-situ. Review of device history records showed no manufacturing or processing related irregularities. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Attempting to rotate the locking mechanism over screws that are not fully seated within the interbody implant may result in damage to the locking mechanism. Possible adverse effects: initial or delayed loosening, bending, dislocation and/or breakage of device components. Postoperative management: immobilization should be considered in order to prevent bending, dislocation, or breakage of the implanted device in case of delayed, malunion, or nonunion of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Event description:
Around 7-months postoperatively, a radiograph image revealed the locking mechanism broke off from the spacer. It is surrounded by scar tissue and remains contained. There are no plans for revision surgery. The surgeon will continue to monitor the patient.